Event description:
The customer reported the ventilator shut down and powered up while in use on a patient while in ventilation mode. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
(B)(4).